Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple cs 054 call service alarms preceded by a replace battery (eaw 128) alarm. During testing, the pump powered on normally. An ezprime sequence and 24 hour duration test were completed successfully with no power interruptions or duplicated alarms. The pump was opened and no moisture or internal damage was found inside the pump. Unrelated to the initial complaint, the display screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.